Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that arrows are not always responding to the presses. It was reported that the keypad is intact.